Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. Based on the available information, no conclusion can be made regarding the root cause; however, inotropes are pro-arrhythmic and can contribute to the reported event as well as other factors such as patient comorbidities, and pharmacological factors are known to potentially contribute to these types of events. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the us a patient was in the hospital for implant procedure via a thoracotomy approach and milrinone was used post implant. On (B)(6) 2015, days after implant, the patient had sustained supraventricular arrhythmia requiring drug treatment or cardioversion. Milrinone was stopped and the patient was placed on digoxin and amiodarone. The event resolved and the patient was discharged from the implant surgery on (B)(6) 2016. No additional information available at this time.